Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient and their home health nurse that the patient experienced occasional spasms in the area of their implant site. Follow-up information was received indicating that the patient was seen in the clinic four days later with nerve stimulation. The output was decreased on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.